Event description:
It was reported the procedure was being performed on a male patient in the intensive care unit. The clinician was not able to pass the catheter over the spring wire guide. The vascular surgeon checked using ultrasound and radiology and found the wire was kinked and surgically removed it and a tear was noted in the vessel. As a result, everything was removed intact and they were able to place another catheter for the patient. There was a delay in treatment with no patient harm and no patient death or complications were reported.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.